Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock prevented some of the electrical tests from being performed. The device passed some of the electrical test performed. The device failed the residual gas analysis test. Internal visual inspection revealed silver migration across and between several of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis test limit and dye penetrant data, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing sound quality issues and followed by loss of lock. Device testing produced results within normal limits. However, lock could not be maintained despite exchange of external equipment. Revision surgery will be scheduled.